Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2017865-2019-11524; 2017865-2019-11483. It was reported that the patient was admitted on (B)(6) 2019 for chest pain and increased shortness of breath. The patient experienced septicemia. Lead vegetation was suspected. The physician decided to explant the pacemaker, and both the right atrial and ventricular leads. The patient was stable.